Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain disconnected from the trocar when trying to place/insert the drain. Initial puncture was made and when the trocar was being passed back through the skin, the drain disconnected from the trocar. A hemostat was used to grasp the drain end and pull it up through the skin for proper placement.

Manufacturer narrative:
Received 1 used channel drain with the original unit packaging. Visual inspection noted that the tubing had been cut and only a small section of the tubing was returned. Further inspection noted that the tubing had broke and was disconnected from the trocar. Silicone was present inside of the tubing and the trocar was bent. A dimensional evaluation was performed: od = 0.162¿ (per specification od=0.156¿±0.013¿). ID = 0.098¿ (per specification ID=0.102¿±0.013¿). The drain dimensions were found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.